Event description:
Reference (B)(4) rec'd from FDA on (B)(6) 2011. Volun (B)(6) 2010: pt was seen for assessment and removal of pain pump/catheter to left shoulder. Upon arrival to home pt was anxious and in significant pain. Note that pt had been taking only one 5 mg tab of oxycodone when 2 tabs were allowed. Re-instructed pt & sister to correct scheduling of oral pain meds for adequate pain control. Vital signs (B)(4) and bp-126/70, lungs were clear bilaterally. Dry sterile dressing intact to left shoulder incision and bandaid intact to catheter site. All sights unremarkable without signs or symptoms of infection or swelling. Attempted catheter removal per order. Catheter removed slowly, approx 2 cm at a time with resistance met as has been the case with previous catheter removals. Catheter removed pulled slowly while securing tubing at insertion site per protocol. While pulling out catheter, it snapped with no catheter visible at insertion site. Catheter not measured as no info available as to the beginning length of tubing, no bleeding or pain at the site, bandaid applied. Remainder of tubing wrapped around pump and placed in a bag with instructions to the pt and her sister to take to the md office the next day for her scheduled appt. Md office called informed of above incident and all details. Instructed by md office to have pt come in a scheduled for appt the following day. Instructed pt to contact skilled nurse with any increase pain, fever, redness, drainage, or swelling at site. Clinical supervisor notified. Dates of use: (B) (6) 2010. Diagnosis or reason for use: surgical procedure.